Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease (cad). A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The device was pulled and the procedure was completed with another stent of the same size. There were no patient complications nor injuries reported.